Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this recently implanted transvenous defibrillation lead was suspected to have caused a perforation. It was noted that the lead exhibited loss of right ventricular (rv) capture and decreased r waves. Additional information was provided that a lead revision was performed. During the procedure, the lead was repositioned on the patient's septum. An echocardiogram had been performed to confirm a pericardial effusion. It was noted that the patient did not require pacing, thus there were no adverse patient effects due to the loss of capture.